Event description:
It was reported "the balloon did not fully inflate" during use on the patient. A second catheter was inserted in the origional insertion site to complete the procedure. Patient condition reported via additional information as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for " balloon did not fully inflate" was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was unable to be completed as the lot number was not reported. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the balloon did not fully inflate" during use on the patient. A second catheter was inserted in the original insertion site to complete the procedure. Patient condition reported via additional information as "fine".

Event description:
It was reported "the balloon did not fully inflate" during use on the patient. A second catheter was inserted in the origional insertion site to complete the procedure. Patient condition reported via additional information as "fine".

Manufacturer narrative:
Qn#(B)(4). Medwatch report# mw5150597. The lot number was identified as 18f23l0052. A device history record (DHR) review was conducted on that lot number with no relevant findings. The device passed all manufacturing specifications prior to release.